Event description:
On (B)(6) 2018, during the positioning of a 25mm amplatzer cribiform occluder (aco) the left disc deployed deformed, assuming an incorrect form. The device was not released and was removed from the patient. Outside the patient, the aco was attempted to be deployed, but continued to deploy deformed. A second 25mm amplatzer cribiform occluder (lot number: 6170508) was used and implanted successfully using the first delivery system. The procedure was not extended and patient did not experience any adverse consequences.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.